Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump also received with scratched case, cracked case reservoir lip, pillowing keypad overlay, and minor scratched lcd window. No cracked lcd window noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 415 mg/dl. The customer treated high blood glucose with the insulin pump. The customer reported that the insulin pump stopped working and insulin the pump alarmed they needed to change battery. After battery change customer received battery out limit alarm on insulin pump and insulin pump alarmed at the time of call. The insulin pump will not be returned for analysis.